Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log found evidence of intermittent connection issues consistent with the multifunction cable (mfc) to the device connection. This may be attributed to the mfc not being fully seated, or a damaged cable. The mfc used during the event was not returned as part of the evaluation. The device passed all functional and stress testing with known good accessories, and no abnormalities were identified during internal inspection. The mfc was recommended for replacement as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor an 87-year-old female patient, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.